Event description:
Reporting status: serious intervention/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the index procedure was in 2008, and during the procedure, the mid right coronary artery (rca) was directed stented with a 3.0 x 23 mm xience v stent. There was no reported product malfunction or patient issue at the time of the index procedure. However, in 2009, the patient returned with recurrent ischemia. The routine follow-up stress test revealed recurrent ischemia without signs and symptoms. This led to elective cardiac catheterization with percutaneous coronary intervention (pci). The outcome of the adverse event was resolved, and the patient was discharged the next day. No additional event or patient information is available.

Manufacturer narrative:
Ischemia and restenosis, as listed in the IFU, are known adverse events associated with coronary stenting. Additionally, these patient effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications, are not necessarily an indication of a product quality deficiency. Reportedly, the lesion was not pre-dilated. It should be noted the IFU states: the vessel should be pre-dilated with an appropriately sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, it cannot be determined how direct stenting the lesion or the sds itself contributed to the reported patient effects.